Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure there was balloon withdrawal resistance. The target lesion was located in a 95% stenosed segment of the mid left anterior descending (lad) coronary artery. The physician used a 6f mach 1 vl 3.5 guide catheter and crossed the mid lad with a wizdom wire without difficulty. The physician then attempted to direct stent the lesion using a 2.75x24mm taxus express2 drug eluting stent but was unable to cross the lesion. The physician predilated the lesion using a 2.5x12mm maveridk balloon and was then able to advance and cross the lesion using the taxus express2 stent. The stent was deployed at 14 atmospheres for 25 secs. Upon retraction of the balloon the physician encuntered extreme resistance. The balloon was re-inflated and the physician tried several maneuvers to remove the balloon. The guidewire was advanced and the guide catheter was retracted to avoid deep seating the guide catheter. Finally the physician was forced to deep seat the guide catheter down to the proximal edge of the deployed stent in order to retrieve the balloon while using great force to successfully remove the balloon from the stent. The physician was then ale to remove the guide catheter without damaging the left mainstem or proximal lad. It was reported that the final angiography showed a good result with no residual damage to the proximal lad. The pt was returned to the ward and is reported as well.